Event description:
New information received notes that non-sustained right ventricular over-sensing episodes were caused by far p wave over-sensing and post -paced t wave over-sensing.

Event description:
Related manufacturer report number: 2017865-2024-00124. It was reported that the patient presented for routine in-clinic follow up. An interrogation of the implantable cardioverter defibrillator showed episodes of non-sustained right ventricular over-sensing. The source of over-sensing could not be determined, and the physician elected to continue to monitor. There is no allegation of device or right ventricular lead malfunction. The patient was stable.